Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient¿s nurse described the area as raised blisters that are oozing, bleeding, have an odor, and are infected under right breast area and on the shoulder area. There was no alleged device malfunction contributing to the wound. It's unclear if the nurse who spoke with support services applied any creams or ointments to the wound. Outcome of the wound is unknown as follow up attempts were unsuccessful.